Event description:
Patient had a 13-beat run of ventricular tachycardia. Monitor technician visualized event but did not visualize alarm or hear alarm. Monitor tech then reviewed alarm history and no alarm present. Monitor strip printed and saved. Event reported to patient's rn and telemetry manager. Telemetry manager reviewed alarm history and the event strip. Reviewed alarm history 45 minutes later to determine if there was a delay in the alarm. Still no alarm present. Biomed ticket open. Ticket opened with spacelabs.